Event description:
One of the tips of a decker straight 6: pituitary ronguer broke off in the pt during a neuro laminectomy. Though the piece was visible radiologically, it could not be safely retrieved. It remains in the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).